Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection/sepsis; this right ventricular (rv) lead was explanted. The patient was diagnosed with an enterococcal infection that become systemic. It was further reported that the patient was hospitalized and treated with intravenous antibiotics for several weeks. It was noted that the infection was not caused by any device issues. There were no additional adverse effects reported.